Event description:
It was reported that the user experienced hyperglycemia while using the ilet bionic pancreas, with concerns that the device was announcing meals incorrectly and might require a factory reset. Symptoms included elevated blood glucose. Outcomes included no reported alerts or alarms and no hospitalization. Investigation included attempts to obtain additional information from the user. Investigation of this case revealed an undetermined device issue due to insufficient information, with no confirmed device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.